Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system was positioned at the laa. A 31mm watchman flx closure device was attempted for implant, however release criteria were not met and it was recaptured and removed. A 35mm watchman flx closure device was deployed at the laa. After release, a thrombus developed on the threaded insert of the 35mm watchman flx closure device. The activated clotting time was noted to be therapeutic throughout the course of the procedure. The physician placed a sentinel cerebral protection system and successful thrombectomy was performed. Additionally, a 4.2mm peri-device leak was noted post-release. The patient has been discharged.